Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of damage to the case and programmer unable to execute threshold testing. The damaged case parts were replaced and the hard drive reconfigured and software reloaded, due to software corruption. Product ID (B)(4) software analyzer; product ID (B)(4) radio frequency programmer head.

Event description:
It was reported that the programmer had damage to the rear door, side door and keyboard door, that the printer either would not print or printed slowly and that the programmer was unable to execute threshold testing on patients, that an hourglass would popup on the screen and it would go no further. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer had damage to the rear door, side door and keyboard door, that the printer either would not print or printed slowly and that the programmer was unable to execute threshold testing on patients, that an hourglass would pop-up on the screen and it would go no further. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Software analyzer product ID 2067 radio frequency programmer head.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.